Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the consumer stated that on (B)(6) 2010, the patient experienced peritonitis. The consumer stated that the peritonitis was due to the position of the catheter. Treatment information was not reported. Dianeal and extraneal therapies were ongoing. The following information was obtained from the pd nurse during follow-up on 15jun2011. The patient experienced (B)(6) infection while working at a hospital. The cause of the peritonitis was the (B)(6) infection that the patient acquired while working at a hospital. The nurse stated that the cause of the peritonitis was not due to the position of the catheter as previously reported by the consumer. On an unreported date in 2011, the patient recovered from the peritonitis. The patient had not recovered from the (B)(6) infection at this time. The nurse stated that the events of peritonitis and (B)(6) infection were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd883496 which revealed voids were noted in the pouch seal during manufacturing. Corrective actions were implemented by the manufacturing facility and a re-inspection of the lot was performed which revealed all affected units were removed prior to release of the lot. A batch review was conducted for potentially associated lot number gd883108 with no exceptions observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.